Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered after pharmacy compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: the initial MDR is being corrected to 12/25/2018. Additional information: the lot was manufactured 07/08/2018 to 07/09/2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.